Event description:
It was reported by the customer that the pedal became stuck, resulting in the drill remaining activated unintentionally. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Evaluation conclusion: the device has been discarded by the manufacturer.

Event description:
It was reported by the customer that the pedal became stuck, resulting in the drill remaining activated unintentionally. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.